Event description:
Same case as 2134265-2010-04107 and 2134265-2010-04108 it was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The vessel was mildly tortuous and severely calcified. The unspecified sized burr and unspecified rotawire were being used at 180,000 rpm's when resistance was felt and 'the bladder of the console released air' with the stall light activating on the console. Fluoroscopy revealed that a perforation of the vessel had occurred. The burr and wire were removed in the cath lab. The patient was symptomatic with tamponade. Patient was sent to surgery for bypass and a pericardial window. The patient was released five to eight days later.

Manufacturer narrative:
The initial emdr was due on (B)(6) 2010 and was submitted on (B)(6) 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4).

Event description:
Same case as 2134265-2010-04107 and 2134265-2010-04108. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The vessel was mildly tortuous and severely calcified. The unspecified sized burr and unspecified rotawire were being used at 180,000 rpm's when resistance was felt and "the bladder of the console released air" with the stall light activating on the console. Fluoroscopy revealed that a perforation of the vessel had occurred. The burr and wire were removed in the cath lab. The patient was symptomatic with tamponade. Patient was sent to surgery for bypass and a pericardial window. The patient was released five to eight days later.

Event description:
Same case as 2134265-2010-04107 and 2134265-2010-04108. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The vessel was mildly tortuous and severely calcified. The unspecified sized burr and unspecified rotawire were being used at 180,000 rpm's when resistance was felt and "the bladder of the console released air" with the stall light activating on the console. Fluoroscopy revealed that a perforation of the vessel had occurred. The burr and wire were removed in the cath lab. The patient was symptomatic with tamponade. Patient was sent to surgery for bypass and a pericardial window. The patient was released five to eight days later.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speeds were tested and found to be typical operational speeds. The console did not exhibit any tendency to stall during testing. The secondary finding is that the turbine rotational speed control is non-linear when decreasing from maximum rpms, however, rotational speed control is linear when increasing rpms from minimum to maximum. The most likely root cause of the secondary finding is the failure of the proportional valve which is due to age and normal wear and tear. The maximum turbine pressure is slightly low. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4)